Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting a sensing problem with long pauses at the time of implant. The physician elected not to implant the ipg.